Manufacturer narrative:
Additional information: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object was observed inside the home choice cassette. This event occurred during use of the device for automated peritoneal dialysis (apd) therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.